Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019 a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020 it was reported that the patient had redness and serious drainage at the stoma site that started about two weeks ago. Patient was treated with oral antibiotic amoxicillin 125mg for 7 days and the drainage seemed to improve. On (B)(6) 2020 patient noticed there was still drainage at the stoma site and had an appointment with the physician (B)(6) 2020 to have the stoma evaluated.